Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported when you plug a scope in, there is a switch that recognizes it. When you put it in, the switch stays closed and does not return to the open position during set up involving an olympus xenon light source. There was no patient injury reported.